Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving a lower sensor reading of 124 mg/dl, as compared to a healthcare meter reading of 186 mg/dl. The customer reported experiencing a symptom of confusion and was unable to self-treat. The customer received 10 units of humalog insulin by a healthcare professional as treatment. No further treatment was reported. The customer was already in hospital due to pneumonia at time of event. There was no report of death or permanent impairment associated with this event.